Event description:
The user facility reported a 29-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complaint had placed ECMO (extracorporeal membrane oxygenation) and then the cp for a 1-day postpartum patient with cgs (cardiogenic shock) and ef (ejection fraction) of 10%. During the support there was bleeding from access site treated by pressure and blood product delivery. The blood was also noted for the low cvp (central venous pressure). Additionally, heparin was adjusted. The team also had placed lines for limb perfusion and concerns of limb ischemia. After 11 days the pump was explanted with plans for heart transplant.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ . ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved by adding additional sutures. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.